Event description:
The customer reported that their device was showing all three icons (attention, charge-pak, and service wrench). With all three icons showing, the device likely does not have sufficient power available to deliver effective defibrillation therapy. There was no patient use associated.

Manufacturer narrative:
Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Manufacturer narrative:
Physio-control evaluated the device and verified the reported issue. Physio determined that the cause of the reported issue was due to an electrically leaky filter, designator fl11 from the analog pcb assembly. The electrically leaky filter caused the internal (B)(4) batteries to become depleted.